Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed a broken electrode wire at an electrode pad and kinked electrode wires on the electrode array. These are believed to have occurred during revision surgery. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The device passed the external visual inspection. The photographic imaging inspection revealed a broken electrode wire at one electrode pad and kinked electrode wires on the electrode array. These are believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. No corrective action is indicated. This is the final report.

Event description:
It was reported that the recipient is experiencing poor performance and lack of progress. Device testing revealed several open and shorted electrodes. Device revision surgery is under consideration.